Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 05/02/2025. Data was further reviewed. On (B)(6) 2025, the patient's low alert was enabled at 90 mg/dl, the fall rate alert was enabled at 2 mg/dl, and the brief sensor issue alert was disabled. At 09:10 and 09:15 am, the app delivered a fall rate alert at 10% volume with an egv of 119 mg/dl. At 09:17 am, the fall rate alert was acknowledged. The app experience temporary sensor error under an hour, but the patient's estimated glucose value (egvs) remained within range. At 10:05 am, the patient's egv was 120 mg/dl. From 10:10 am to 10:50 am, the app experienced temporary sensor error. The app did not deliver a brief sensor issue alert as the alert was disabled. At 10:55 am, the patient's egv (135) returned within range. The app continued experiencing intermittent temporary sensor error under an hour and signal loss under an hour. At 12:50 pm, the wearable failed. The probable cause could not be determined. Data investigation could not confirm the allegation. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient did not receive a notification when her glucose reading was at 42 mg/dl on her mobile device. While asleep, she did not receive an alert indicating her glucose level was dropping. Her fiancé noticed her condition and woke her up as her glucose level was decreasing to 42 mg/dl. She felt like she was passing out, and it took her fiancé two minutes to wake her up. He used a cold cloth of water on her face to help revive her. He performed a fingerstick test, which showed her blood glucose level at 31 mg/dl. He then gave her 16 ounces of bottled juice with a teaspoon of sugar added. Afterward, another fingerstick test was taken, showing a blood glucose level of 54 mg/dl. She couldn't remember the sensor reading during this period. Fifteen minutes later, her fiancé administered a syringe of glucagon. Within about 5-8 minutes, her condition returned to normal. She did not take another blood glucose meter reading and couldn't recall the sensor reading at that time. At the time of the call, she was in good condition. Of note, the patient uses the insulet omnipod5 in a modified closed-loop system. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information was available.